Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day the patient inserted the new sensor, the patient received a sensor failed alert on the tandem t:slim pump multiple times. She reportedly had to change 5 sensors on that same day. The next thing she knew, there was an ambulance. She reportedly might have lost consciousness and did not remember everything. She was in the intensive care unit for a day and stayed 1 day in a regular room. Neither the patient's glycemic state nor the treatment received were documented. Per documentation, the patient said that it was a life-threatening situation. She reportedly went back to her doctor the day prior to the report for checkup and noted that the doctor said the incident might have affected her liver. At the time of the report, the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause loss of consciousness. H6 codes: health effect - clinical code - e1104 liver damage/dysfunction.